Event description:
The patient underwent a crt-d implantation for nyha class ii-iii symptoms, qrs of 124 msec as well as for primary prevention of sudden cardiac arrest two months ago. Follow-up a week after implant showed an increased right ventricular threshold. This persisted on his evaluation 3 weeks later with threshold of 4 volts at 1 millisecond. Therefore, he was scheduled for an right ventricular lead revision. The lead was removed and replaced. There was no harm to the patient.

Event description:
The patient underwent a crt-d implantation for nyha class ii-iii symptoms, qrs of 124 msec as well as for primary prevention of sudden cardiac arrest two months ago. Follow-up a week after implant showed an increased right ventricular threshold. This persisted on his evaluation 3 weeks later with threshold of 4 volts at 1 millisecond. Therefore, he was scheduled for an right ventricular lead revision. The lead was removed and replaced. There was no harm to the patient.